Manufacturer narrative:
Other, other text: h3: one level 1 hotline low flow system was received with a cracked tank cover, wear and tear damaged enclosure, front cover, line cord and plate clip. The printed circuit board (pcb) and power switch were outdated. A visual inspection was conducted and the reported issue was able to be confirmed. The issue was caused by the over-tightening of the cover screws and possible dropping of the device by the user. No action was taken to repair the pump due to its age and returned condition.

Event description:
It was reported that level 1 hotline low flow system (hl-90) was cracked by the reservoir. The product problem was observed during preventative maintenance.